Manufacturer narrative:
PMA/510(k)#: p100022/s014. (B)(6). The 1x zisv6-35-125-6-120-ptx stent of lot number c1224834 was implanted in the patient and is therefore unavailable for evaluation. With the information provided a document based investigation was carried out. As per complaint information, the 4 stents thrombosed before the procedure was completed. There is no evidence to suggest that this event did not occur, therefore the complaint is confirmed based on customer testimony. As no information was available at the time of investigation, a definitive root cause cannot be determined at this time. Prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records revealed no discrepancies that could have contributed to this complaint. Upon review of complaints, this failure mode has not occurred previously with this lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1224834. According to information provided a balloon expandable stent placement was performed. No other adverse effects were reported for the patient. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
Physician placed 4 zilver ptx stents and they occluded/thrombosed before procedure was complete. Reference also reports # 3001845648-2016-00215 and 3001845648-2016-00216.

Manufacturer narrative:
PMA/510(k)#: p100022/s014. The 1x zisv6-35-125-6-120-ptx stent of lot number c1224834 was implanted in the patient and is therefore unavailable for evaluation. With the information provided a document based investigation was carried out. Images were provided to support the complaint investigation and were reviewed through cook research inc. (Cri) and the following comments were provided by the independent reviewer: ¿findings: implantation and one day post-secondary intervention angiography is provided along with the complaint report. The common femoral artery (cfa), sfa, and popliteal artery (pa) were narrowed to varying degrees by generally mound shaped heavily calcified atheromatous plaque. The plaques were widely spaced in the proximal sfa and above knee pa. They were so densely spaced in the mid and distal sfa as to be nearly occlusive. Inflow was limited by the same type of plaques in the cfa. Although the cfa stenosis was not adequately imaged on the implantation angiogram, it was on the secondary intervention angiogram. Here the residual cfa channel was reduced to 3.2mm. Given a native cfa diameter of approximately 7mm, the stenosis was approximately 55%. The runoff was imaged only to the mid distal calf. The proximal tibial vessels were severely reduced in caliber by heavily calcified plaque with a mid-posterior tibial artery occlusion and complete peroneal artery occlusion. Although the anterior tibial artery was the best runoff vessel, its general diameter was no more than 2mm. The stents spanned a total length of 43.6cm from 2cm inferior the left sfa origin to the knee joint. At the adductor canal, a stent was narrowed to 3.6mm by constraint from the heavily calcified plaque. This stenosis was profiled at 50%, 2.6mm residual diameter, with an angioplasty balloon during the secondary intervention. The stents were patent on the final implantation angiogram. The stents were completely thrombosed on the following day's angiogram. At the secondary intervention, thrombolysis and angioplasty restored flow. The moderate cfa stenosis was not treated although the moderate adductor canal stent constraint was treated with angioplasty. Impression: stent thrombosis occurred after completion of the implantation procedure. The thrombosis was encouraged by the untreated 50% inflow stenosis, the 50% stent constraint at the adductor canal, the very long stented length, and the location of a stent in the pa. Pa stent kinking during knee flexion was highly likely. Significant findings relative to the patient's anatomy were not observed. Significant findings relative to the disease state were observed. The extensive atheroma was mound shaped and severely calcified. The runoff was severely limited. Significant findings relative to the use of the device were observed. The stented length was extremely long and extended through the pa to the level of the knee joint. The stents were implanted without improvement of a 50% cfa inflow stenosis. 50% stent constraint at the adductor canal was not addressed with additional angioplasty and or stent. Significant findings relative to the design or performance of the device were observed. The stents thrombosed soon after the implantation.¿ the customer complaint can be confirmed as stent thrombosis occurred. According to the imaging review, stent thrombosis occurred after completion of the implantation procedure. The thrombosis was encouraged by an untreated 50% inflow stenosis, unaddressed 50% stent constraint at the adductor canal, very long stented length and the location of a stent in the pa. Pa stent kinking during knee flexion was highly likely. Based on the above, it is highly unlikely that the reported thrombosis occurred due to device malfunction. However as the conditions of use cannot be replicated, a definitive root cause cannot be determined. It can be noted that as per the instruction for use, arterial thrombosis is a known potential adverse effect associated with the placement of this device. Prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records revealed no discrepancies that could have contributed to this complaint. Upon review of complaints, this failure mode has not occurred previously with this lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1224834. According to information provided a balloon expandable stent placement was performed. No other adverse effects were reported for the patient. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
This follow up report is being submitted due to the receipt and review of images. Initial description submitted as follows: physician placed 4 zilver ptx stents and they occluded/thrombosed before procedure was complete. Reference also reports # 3001845648-2016-00215 and 3001845648-2016-00216.